Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 17508 was reviewed. No ncs, reworks, or defects related to the product complaint were found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and received: what was the device size implanted (how many beads)? 14 bead linx device lxmc14, lot# 17508. Did the patient have an autoimmune disease? Diagnosed with lupus after linx was implanted. Is the patient currently taking steroids/immunization drugs? Requested from surgeon. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No pre-existing dysphagia. History of infection post metal implant (spine). How severe was the dysphagia/odynophagia before intervention? Moderate to severe. Did the dysphagia improve after the device was implanted initially? No. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. What was the reason for removal of the linx device? Dysphagia. Was the device found in the correct position/geometry at the time of removal? Yes; there was evidence of infection at the time of removal.

Event description:
It was reported that the patient experienced dysphagia since linx implant (B)(6) 2018. The surgeon dilated the patient three times but this did not help the patient¿s symptoms. The patient was losing weight so the decision was made to remove the device. Device was not replaced. There were no adverse consequences to the patient during the removal procedure. The patient was going to be hospitalized overnight. No complication occurred during the removal.